Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim. It was reported that they were having trouble regulating their symptoms. They stated they had a total hip surgery in (B)(6) 2024 and noticed symptom return sometime after that. They reported that x -rays were taken of the ins which showed, "nothing had been moved," and "everything was okay." They also mentioned a "pooling sensation" at their labia when laying down at their current settings. They reached out to their manufacturing representative (rep) for assistance with adjusting settings. They spoke with rep twice, but recent calls and voicemail's had gone unanswered. They reported that they did turn their device off prior to the hip surgery. Walked the patient through how to connect to their implant and increase their stimulation. It was confirmed that stimulation was in bicycle seat area and comfortable. They will maintain stimulation level and will continue to track symptoms. Redirect to doctor if issue persists.

Manufacturer narrative:
B3: event date estimated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.